Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as yeast infection that transitioned into open/bleeding laceration. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.